Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that when the leadless pacemaker was initially deployed, a pull and hold test revealed the device was not in the desired location. The physician attempted several times to retrieve the device into the delivery catheter but was unsuccessful. Resistance in retrieval was observed. The device was removed without being retrieved into the delivery catheter. The device was not implanted and a new leadless pacemaker was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.